Event description:
It was reported the monitor's entire screen temporarily turned white. The issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon could not be reproduced, and the cause could not be determined from the information available. Olympus will continue to monitor field performance for this device.